Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited far-field oversensing which led to inappropriate mode switching. Technical services (ts) reviewed the data and stated that there were ventricular tachycardia (vt) events below the rate cut off and after the anti-tachycardia pacing (atp) was delivered, the rhythm broke. Ts provided reprogramming recommendations. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and section h6 patient codes and h6 device codes.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited far-field oversensing which led to inappropriate mode switching. Technical services (ts) reviewed the data and stated that there were ventricular tachycardia (vt) events below the rate cut off and after the anti-tachycardia pacing (atp) was delivered, the rhythm broke. Ts provided reprogramming recommendations. This device remains in service. No adverse patient effects were reported. Additional information received indicated that the patient was having sinus tachycardia (st) and ventricular tachycardia (vt) at 130bpm. The anti-tachycardia pacing (atp) was delivered during st. Ts recommended programming options. No adverse patient effects were reported.